Event description:
The customer reported that the keypad is not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the keypad is not working. There was no reported patient involvement. The device was evaluated at philips. The symptom was clarified as the up and down arrow keys were not working. The issue was localized to the bezel assembly. The bezel assembly was replaced to resolve the issue. The device passed all testing and was returned to the customer.